Event description:
It was reported by service report that the scale display works inconsistently. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: scale module.